Manufacturer narrative:
Device not returned.

Event description:
A report was received that the physician suspects the patient has an infection.

Manufacturer narrative:
Additional information was received that the physician did not have any new elements to suspect an infection and the suspicion of infection was not confirmed. There is no further course of action. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device remains implanted.

Event description:
A report was received that the physician suspects the patient has an infection.